Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the keypad buttons are extremely worn, to the point where they are barely working. The okay button is getting very difficult to get to respond and must be pressed very hard using fingernail before it will respond. This issue started about 2 weeks and is getting worse. The reporter denies physical damage to keypad, wears pump attached to waistband or clipped to outside of bra, uses a pump skin and does not clean pump. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: testing confirmed intermittent responses to button presses on the 'up', 'down', 'ok' and 'contrast' buttons. Multiple button presses requiring increasing force are required before the buttons will engage. Observed the 'ok' button is sticking and is hypersensitive/scrolling in response to button presses. No visible damage on the keypad. The keypad cover was removed to check condition of the button contacts and contamination was present under the contacts of all buttons. Observed the 'ok' button contact is inverted. Unrelated to this complaint, it was observed that the display is faded and discolored upon start up and difficult to read. Increased the contrast setting to the maximum with no improvement observed. Replaced faded display with test display. The test screen is fully functional and is fully illuminated with no visible signs of fading or discoloration. Testing was completed with the test display animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.